Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -07.50/+1.5/049 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to low vaulting. The lens was replaced with a longer lens but the problem was not resolved. See MFR. Report # 2023826-2024-00279 for replacement lens. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4: unk, a5: unk, a6: unk , h6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in a microcentrifuge vial with residue/debris on the product. Visual inspection found haptic torn/bent/deformed with fiber on the lens surface. Dimensional inspection found the lens to be within specifications. Claim #: (B)(4).